Event description:
The user facility reported a 61-year-old male patient of unknown race and ethnicity with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported the automated impella controller (aic) displayed "impella in the aorta". The transthoracic echocardiogram (tte) showed the impella was in contact with structure and repositioned. The issue resolved and the alarm disappeared. There was no reported patient harm, and the patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed. Clinical details stated that the impella cp was successfully implanted through the right femoral artery of a patient. During the first day of support, the automated impella controller displayed an "impella in the aorta" alarm. In the subsequent transthoracic echocardiogram (tte), the impella was probably correctly in the ventricle. However, the tte showed that the impella is in contact with a structure, and its position was improved by rotating it. The alarm resolved after this repositioning. The root cause of the optical signal issue was not determined since no product/logs were returned. D.4 revised unique identifier (UDI) # was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12879. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-12879 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised manufacturing site address line 1, address line 2, city and zip code as they were entered incorrectly on the initial manufacturer device report number 1220648-2024-12879. H.6 code 3009 was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12879 and a new code was added.